Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - device repaired: root cause: defect esm board. Measures taken: esm board replaced and options re-entered. The ventilator device passed all tests successfully and got put back in service. Updated fields: b4, d4, e1, e2, e3, g1, g4, g6, h2, h6, h7, h11.

Event description:
The event description according to the customer is as follows: ventilator lost all options. Can't select mode.

Manufacturer narrative:
Hamilton medical ag event reference number: cer (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: ventilator lost all options. Can't select mode.